Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported by the sales rep that during a bone marrow aspirate concentrate case the angel bone marrow centrifuge tubing did not have a cap on the bottom of the red blood cell out bag so the blood ended up going everywhere at the end of the spin. The procedure was completed using the same abs-10062t. Follow-up investigation: all cases reported were bone marrow aspirate injection cases for knee osteoarthritis performed in the clinic, using the abs-10062t angel bmc kit. After the angel centrifuge was finished spinning it began to spit all the blood components back out. All the blood that was put into the "rbc out" bag was spilled out onto the counter because the port at the bottom of that section of the bag did not have a cap on it. That is not something that ever gets touched or interfered with when taking out of the kit and installing onto the centrifuge, so rep does not believe there is any way it was something the account accidentally removed or knocked off.